Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4)) displaying a tcmid:06 (ce post error) error message was confirmed during functional testing and review of the event log. The root cause is due to a defective cooling engine likely attributed to normal wear and tear. The console was manufacture in 14 march 2013 and is more than 7 years old, past the expected service life of 5 years. During visual inspection, the console was observed with oil mixed in coldwell glycol. In addition, the console were observed with cracked top lid, loose caster, degraded coldwell gasket, worn out white rollers and damaged screw that was stuck on the rear bracket. These types of physical damages could be due to wear and tear, lack of preventive maintenance or could be attributed to user mishandling. These issues are not related to the reported complaint. No preventive maintenance was performed on the console since the time of its purchase. Review of the event log retrieved from console revealed tcmid:06 error message. Evaluation of the console revealed a tcmid:06 error message during functional testing. The cause of the error message was due to oil mixed in coldwell glycol due to cooling engine internal leaking. The defective cooling engine needs to be replaced to address the reported complaint. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During set-up, the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. Following this, the console was replaced for ivtm therapy. No patient consequence.